Event description:
It was stated that the pump presented an occlusion. There was no reported patient involvement or harm. Evaluation of the returned device identified a detached downstream occlusion (dso) seal. This leads to interruption of therapy while in use.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The detached downstream occlusion (dso) seal and defective dso sensor was identified during the evaluation. As a result, the dso seal and sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.